Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the ed on (B)(6) 2016 due to increased seizure activity. The patient's mother was concerned about the patient's vns device. The ed was unable to perform device diagnostics device so the patient was scheduled to see their neurologist. Attempts for further information were unsuccessful to date.

Event description:
The physician reported that the increase in seizures had started after the lead fracture of the patient's previous vns device, which was reported in MFR. Report #1644487-2016-00124, and was due to the loss of therapy from the lead break. The increase in seizures was above the patient's pre-vns baseline frequency. The patient's new device was functioning properly, per diagnostic results. The physician decreased the off time of the patient's device from 3min to 1.8min in response to the increased seizures. There were no external factors that may have contributed to the increased seizures. No further relevant information has been received to date.